Event description:
Sterile sphere failed to track during a procedure. Another set of sterile spheres were used to complete the procedure without incident. This event was communicated by medtronic navigation. Site/user disposed of device and did not take any pictures of the device. No serious implications to this issue were mentioned by the complainant. No patient/user injury or other serious harm was reported.

Manufacturer narrative:
(B)(4)